Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, eight years three months of post deployment, a computed tomography (CT) abdomen and pelvis was revealed that a filter was present within the inferior vena cava. The superior extent of inferior vena cava filter was at vertebral body and inferior extent at disc. A total of 7 prongs had perforated through the inferior vena cava. Maximum distance prongs perforated through the inferior vena cava was 2.49 mm. Coronal images showed 8.00 degrees tilt left-to-right. Sagittal images showed 0.61 degree tilt posterior-to-anterior. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc).the definitive root cause could not be determined based upon available information. Labeling review:the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 06/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolus and in conjunction before impending knee surgery. Approximately eight years and three months post filter deployment, a computed tomography (CT) abdomen and pelvis without intravenous nor oral contrast revealed that the filter prongs had perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.